Event description:
Customer reported a pop noise during high level fluoro and the image was lost. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and regreased the high voltage cable connectors. System operates as intended. This MDR is related to ge healthcare complaint number.